Manufacturer narrative:
Gambro received no info and learned nothing from its inspection of the phoenix device to suggest that any gambro product had malfunctioned or otherwise caused or contributed to the patient's death. The bicart involved in this incident was discarded by the facility and will not be returned for evaluation and the lot number was not provided by the facility. Gambro identified the lot number of the bicart shipped to this customer prior to this event as lot 05389, 05427 and 05436. Nothing in the device history record shows of any nonconformity and there are no customer events referring to this lot number.

Event description:
Following an uneventful hemodialysis treatment on a phoenix machine, the pt had a cardiac arrest. The machine was inspected by gambro technical specialist representative who found it to be functioning correctly and within manufacturer's specifications. The dialysis machine was returned to clinical use. Per dci corporate policy, no further pt, treatment, or device info will be provided. Neither the physician, nor the nurses caring for the pt, believe any gambro device caused or contributed to the patient's cardiac arrest. The cartridge blood set, bicart and revaclear were reported not available for investigation.